Event description:
It was reported that the patient noticed a "gurgling sound in the chest". After that there was a drop in the ventricular assist device (vad) flow or power associated with a low flow alarm. The patient went to the clinic where the drop in vad flow/power was confirmed. There was a suspicion of outflow graft occlusion due to the flow/performance drop. However, the cause was unknown and imaging diagnostics were initiated. The vad and outflow graft remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information has been requested regarding the results of diagnostics, any intervention taken, and the lot/serial number of the outflow graft, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Additional products: brand name: heartware ventricular assist system ¿ outflow graft, model #: unk / catalog #: unk / expiration date: unk / serial or lot#: unk, UDI #: asku, device available for evaluation: no, device mfg date: unk, labeled for single use: yes, (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: (B)(6) and the associated outflow graft (unknown lot number) were not returned for evaluation. The reported low flow event was confirmed via review of log files which revealed a sudden, sustained decrease in power consumption and estimated flows on (B)(6) 2022 and one (1) low flow alarm logged on (B)(6) 2022. The reported pump "gurgling sound" and outflow graft occlusion events could not be confirmed due to insufficient evidence. Based on the risk documentation, a possible root cause of the reported pump noise event may be attributed to multiple factors including but not limited to thrombus within the device leading to impeller imbalance or the placement of the pump which allows contact with fixed or rigid anatomical structure. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Additional products: d1: heartware ventricular assist system ¿ outflow graft d4: lot#: unk h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d12 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further noted that there were no occlusion and no obstruction of the outflow graft shown at the imaging. There were no interventions, treatments occurred due to this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.